Event description:
It was reported that prior to device changeout, the patient's left ventricular lead exhibited loss of capture. X-ray revealed lead dislodgement. The lead was capped and replaced on (B)(6) 2023. The patient was stable.